Event description:
It was reported that a 56-year old caucasian female patient underwent primary breast augmentation with two 425cc mentor smooth round moderate profile saline breast prostheses and suffered bilateral breast implant deflations, post-operatively. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 19, 2022, mentor became aware that the following information were erroneously omitted from the supplemental report (follow-up report 1) sent on september 19, 2022. On september 13, 2022, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9737415 sn: (B)(6) and (right) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9737415 sn: (B)(6).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's implants were replaced with unspecified mentor saline breast prostheses. On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2022, the product investigation was completed. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 425cc breast implant was found to have a tear on the anterior view, measuring approximately 4.5 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 1.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.